Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device had a magnet rate of 90. Recent device check showed 2.5 years remaining longevity. Boston scientific technical services (ts) discussed that based on implant date, device should have less than 1 year longevity. Furthermore, boston scientific technical services (ts) suggested to had an increase follow-up check. Additional information received indicated that the patient was being monitored and will have a follow-up check every few months. As of this time, the device remains in service. No adverse patient effects reported.